Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death is still unknown. The customer had juvenile diabetes and bad controlled blood glucose, and also had a car accident in the past. The caller did not know the customer's blood glucose at the time of death. The customer used sensors. The caller had to go and could not respond to further questions. Follow-up contacts will be made to gather more information.